Event description:
During an arthroscopic bankart repair two anchors broke at the eyelet and the threaded portion of the anchors remain embedded in the patient's bone. Sales representative stated that the surgeon used three anchors during the repair. The eyelet from the first two anchors twisted off with very little pressure. The insertion site was prepared using an awl and the ao-two-finger technique. The third anchor from a different lot went in without issue. No patient injury or complications resulted. The surgeon experienced a delay of less than twenty minutes.